Event description:
Litigation alleges that patient experienced pain, discomfort, and inflammation in thigh and groin. She also experienced a popping and snapping sensation in her hip when walking or moving to and from a sitting position. Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. Records indicate that the patient was revised because the stem was grossly loose and subsided. Records are available for further review.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.